Manufacturer narrative:
(B)(4). Concomitant product: item number: 00-1003-4001, response large set screw, lot number: m56976-b; item number: 00-1003-4001, response large set screw, lot number: m55906-a; item number: 00-1300-0745, response 5.5/6.0 uniaxial pedicle screw 7.0mm x 45mm, lot number: 042938-e; item number: 00-1300-0745, response 5.5/6.0 uniaxial pedicle screw 7.0mm x 45mm, lot number: 041824-e; item number: unknown, unknown response 6.0 cocr rod, lot number: unknownl multiple MDR reports were filed for this event, please see associated reports: 3006460612-2019-00085, 3006460612-2019-00086, and 3006460612-2019-00087.

Event description:
It has been reported that following the placement of a response spinal construct, the patient underwent a revision due to rod fracture and disengagement. No additional patient consequences were reported.

Manufacturer narrative:
The follow is being submitted to relay additional information. Correction: a4: 107 kg. Updated: h6 updated method 4119 and 10. H6 updated results 3252. H6 updated conclusion 4315 . Complaint sample was returned for evaluation. Reported event was confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. There were no recent design changes prior to manufacturing. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined.